Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Heavy tissue and charred material was observed on the jaws. The heater wire was flexed away from the hot jaw. It remained attached at the base and the tip of the jaw. The insulation on the jaws were frayed and cracked. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 2.5. As soon as the power supply was turned on, the hemopro self activated immediately. As per the instructions in the IFU, the toggle was moved away from the most proximal position but the device still remained activated. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. No non-conformities were observed with the switch. Based on the results of the evaluation, the reported complaint for ¿device remains activated¿ and the analyzed failures " bent wire" and "burn of device or device component- boot burn " were confirmed. Specific actions for the confirmed reported failure " device remains activated" is being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cautery in jaws remained active and did not shut off when toggle deactivated. Extension cable and device sequestered and new cable and device used for remainder of procedure. Pa stated ¿vasoview hemopro unit became overheated midway during the vein harvest. We unplugged the cable and exchanged both the hemopro unit and the cable to finish the harvest. When inspected, a small section of the vein looked like it was scorched on the outside; therefore, we excluded that segment". The jaws of the hemopro did not jam; and were over heating to a red glow despite being open. The overheating stopped only as the cord was detached. The vein was damaged; and although the patient sustained no permanent harm; the sections of conduit that were used were less optimal than the section inadvertently burned.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cautery in jaws remained active and did not shut off when toggle deactivated. Extension cable and device sequestered and new cable and device used for remainder of procedure. Pa stated ¿vasoview hemopro unit became overheated midway during the vein harvest. We unplugged the cable and exchanged both the hemopro unit and the cable to finish the harvest. When inspected, a small section of the vein looked like it was scorched on the outside; therefore, we excluded that segment". The jaws of the hemopro did not jam; and were over heating to a red glow despite being open. The overheating stopped only as the cord was detached. The vein was damaged; and although the patient sustained no permanent harm; the sections of conduit that were used were less optimal than the section inadvertently burned.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cautery in jaws remained active and did not shut off when toggle deactivated. Extension cable and device sequestered and new cable and device used for remainder of procedure. Pa stated ¿vasoview hemopro unit became overheated midway during the vein harvest. We unplugged the cable and exchanged both the hemopro unit and the cable to finish the harvest. When inspected, a small section of the vein looked like it was scorched on the outside; therefore, we excluded that segment". The jaws of the hemopro did not jam; and were over heating to a red glow despite being open. The overheating stopped only as the cord was detached. The vein was damaged; and although the patient sustained no permanent harm; the sections of conduit that were used were less optimal than the section inadvertently burned.